Manufacturer narrative:
The previously applied codes are only applicable for the pump. Device code (B)(4) is not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient was in severe pain in march. The patient reported they have been suffering with severe pain over the past months, relative to (B)(6) 2019. The patient indicated they have been sick from the pump. The patient stated the last time they were in severe pain they wanted to die. The patient stated that two different emergency departments told them they did not have the equipment to help with the pump issues. The patient indicated they missed work for over a month because of the pain.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 20-jul-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (compounded), clonidine, and baclofen at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient thought she was going through withdrawal or there was something wrong with the pump. This started on (B)(6) 2019 and she was hoping it would stop. She thought it was the flue. She was having diarrhea. She had not heard any alarms. It hurt "real bad" where the catheter was. She had called the managing healthcare provider's (hcp) office and just got a message to call 911 if it was an emergency. There were no further complications reported at this time.